Event description:
It was reported that during the initial implant procedure the right ventricular (rv) lead was placed but then dislodged. The lead was repositioned but the helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Visual analysis found that the lead indicated stretching. The inner insulation of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. (B)(4).